Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery due to high blood glucose level. The customer¿s blood glucose level was 232 mg/dl at the time of incident and current blood glucose level was 302 mg/dl. Customer¿s other blood glucose level was 71 mg/dl. The customer did not provide details regarding symptoms related high blood glucose level episodes. The customer treated with the insulin pump and manual injection. Customer states the performed displacement test and the test was passed. Customer was assisted with performing the high pressure test and the test was on. Troubleshooting was performed. The insulin pump will not be returned for analysis.